Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to multiple faulty printed circuit boards and a loose receptable of the locking lever. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during maintenance, the front panel was not working, and the video output ports were not working on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty circuit, patient and main board, heavy dust inside the unit, the cables were found rusty, cracks found on the front panel; net spacer found damaged, loose receptacle, minor scratch on the top cover, minor scratch on the front panel, minor corrosion on the rear panel and minor scratch on the chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.